Manufacturer narrative:
The customer reported that certain beds are constantly dropping of the network for half a second. Additionally, the cns (central nurse's station) is constantly restarting. A loaner was sent to the customer. The device involved in this report was returned to nihon kohden, evaluated, and the reported issue, the device is constantly rebooting itself, was confirmedy. The unit had a loose hdd cable. It was not connected to the hard drive. Two pins on the hard drive were bent. The cpu fan and cooler plate did not sit firm on the cpu due to the locking mechanism of the cpu holder being broken. The reported problem of constant rebooting was duplicated. All malfunctioning parts were replaced. The unit was tested per service manual and the results were recorded on the maintenance check sheet. The unit completed 48 hours of extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that certain beds are constantly dropping of the network for half a second. Additionally, the cns (central nurse's station) is constantly restarting.